Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value were 81 mg/dl and 69 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarms and able to complete rewind the insulin pump. Customer stated that they performed displacement test and self test. Insulin pump did not pass self test. Customer stated that the insulin pump had a hairline crack on the bottom of the pump screen. The customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No pump errors 63 or 130 were noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. The motor was tested outside the device, and it passed.